Event description:
Initial reporter indicated that their dell x5 handheld computer was freezing on the interrogation successful screen. A flashcard reinsertion resolved the reported issue and the handheld was able to successfully interrogate. The handheld computer contained 7.1 programming history.